Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the clamp to be fractured at the weld between the strike plate and handle body. Impact marks are present on the handle body and both side of the strike plate. Wear is present around the mating features along with dings to the orientation feature. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures identified the strike plate has fractured and separated from the handle. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted report source: (B)(6).

Event description:
It was reported that during a hip procedure the top of the rasp fractured. No pieces of the device fell into patient. The surgery was completed without delay. Attempts have been made and additional information on the reported event is unavailable at this time.